Event description:
The family relative of a pt reported that their daughter experienced eye irritation after starting to use complete brand comfortplus multi-purpose solution. Approximately three weeks after the pt began use of the product, the pt awoke with a painful red eye (right eye). The pt's pediatrician prescribed augmentin and ciloxan by phone. The condition did not improve and the pt was taken to an optometrist who diagnosed a corneal ulcer. The augmentin was discontinued and the ciloxan increased to every 2 hours. By the following day, the condition was starting to improve and resolve 3 days later. The optometrist noted that the ulcer was not a central ulcer nor was there any vision loss. It was a mid-peripheral ulcer, with a scar on the cornea which the doctor expected would resolve without sequelae. The doctor felt the reaction was related to a heavy build-up of the protein on the lenses which caused an infection. The pt was switched to frequent replacement lenses and continued to use complete. Corrective treatment: augmentin and ciloxan; augmentin was discontinued and ciloxan was continued to q2hr, od.